Event description:
Report received from abbott international affiliate (abbott-canada), which states "set was found with some air inside the tubing. Appears to come from the cassette." Further information states that the patient had a peripheral IV access. The type and rate of solution infusing was unknown. The length of the time the device was in use before the malfunction occurred was unknown. "Multiple small air bubbles were found inside the pump set about six inches apart down the tubing and appeared to come from through the cassette. No air pockets were noticed insided the cassette. IV pump did not alarm. IV tubing and pump changed immediately. There was no consequence to the patient. No medication loss. No blood loss nor did therapy (become) affected from the incident." Although additional information was requested, none has become available.